Event description:
According to the reporter: after firing (B)(4) instrument, the staple line did not form properly in the middle. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).